Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery tri-cells were mismatched. The root cause for the mismatched cells could not be positively identified. There was no adverse event resulting from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was not powering on a monitor.